Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump does not stop or go into reverse. The pump was always on forward mode. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
According to the user facility's biomedical engineer (biomed), the pump stops when the stop button was pressed, or the cover was opened. The pump resumed speed when the stop button was released, or the cover was closed. The light emitting diode (led) above the forward buttons was always lit when the pump was powered [on]. According to the biomed, per further inspection to the pump membrane, one of the (2) forward buttons had a soft touch, then the other. The biomed will replace the membrane switch.